Manufacturer narrative:
The manufacturer was made aware about the reported case by the FDA. A copy of the medwatch form (report number: mw5187872) was sent to the manufacturer on 26.05.2026. The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviations (eco/ ccid/ deviation) will be done as part of root cause investigation.

Event description:
"During the procedure dr. (B)(6) opened and prepped the catapult sheath according to the IFU and then inserted the sheath into the groin access. As he inserted the sheath, he felt something was off and quickly removed the sheath. At that point, the sheath was fully removed from the vessel, still intact, but it was observed that the sheath braiding came apart and was unraveling at the hub. The scrub tech quickly isolated the sheath to be returned for investigation and proceeded on with the procedure using a terumo destination sheath, which was inserted successfully into the vessel". What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? No troubleshooting took place once the physician noticed the sheath hub unraveling. What is the next course of action? Removed the sheath and opened up a different one, proceeded on with the procedure. As reported device codes: 1048: break, 1307: difficult to insert. As reported patient codes: 9398: no clinical signs, symptoms or conditions.